Manufacturer narrative:
(B)(4). No parts were returned to the manufacturer for physical evaluation and the plant investigation is on-going. A supplemental medwatch report will be submitted upon completion of the investigation

Event description:
The user facility reported during patient treatment the nurse went to turn the twister and the red connector broke off. This resulted in 250cc of blood loss. The patient was restrung on the same machine with a new setup and was able to complete treatment with no adverse effects. No sample is available for evaluation.

Manufacturer narrative:
The complaint device was not returned for analysis; however, companion samples were made available to the manufacturer for physical evaluation. A visual examination performed on the companion samples found them all to be acceptable. Each twister was then inspected from the top and bottom; no damage or broken ports were observed. The twisters were rotated 180 degrees counterclockwise until the tubing color bands were aligned red to blue; the twisters functioned without issue. No defects identified. One companion sample was then tested using a 2008t hemodialysis machine for simulated use. During the simulated use test, there were no observations of a problematic twister. The twister was rotated two hours into the test, and no leaks or air bubbles were observed in the system. Additionally, no leaks, level variations of venous and arterial chambers, or any alarms were generated during the simulated use testing. The device worked as intended with no noted abnormalities and no defects were identified. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The investigation into the cause of the reported problem was not able to confirm the failure mode. The evaluation of the companion samples confirmed that the devices functioned fully as designed and met specification.